Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that an ilet insulin pump generated repeated alert 38 motor stall alarms after a supply change, with the user attempting multiple restarts before contacting support; a guided manual restart through the settings menu was performed, supplies were replaced and primed with a dry run to 120 units, and a new infusion set was applied, while the dexcom g7 displayed high glucose readings; the device problem corresponded to a stalled motor and implicated the motor component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed evidence consistent with a mechanical jam and an assembly problem associated with the motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.